Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised at scarborough hospital on (B)(6) 2026 with an infection that developed at the infusion site while wearing the pod between 37 and 48 hours. The site was reported to be red, swollen and have purulent discharge. The patient was diagnosed with cellulitis. The patient was treated with unspecified intravenous antibiotics and a 10-day course of unspecified oral antibiotics. The patient was discharged 2 days later, on (B)(6) 2026. The patient disposed of the pod.